Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review will not be performed. The device was not returned for evaluation, however, medical records were provided for review. Based on the investigation, tilt, retrieval difficulties, and material deformation were identified. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900f vena cava filter allegedly experienced tilt, difficult to remove, and material deformation. The information was received from a single source. The malfunction involved a patient with no reported patient injury. The patient is a (B)(6) year old male whose weight was not provided.